Manufacturer narrative:
This event report was received through clinical data collection activities. Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Non-revision of left shoulder components due to a loose stem and a periprosthetic humeral fracture. The case report form indicates this event is possibly related to devices and procedure.

Manufacturer narrative:
Section h3: upon review of all the available information, the most likely cause was likely the result of the periprosthetic humeral fracture. However, this cannot be confirmed because the devices were not available for evaluation and adequate information was not provided. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses, and follow the written instructions of the physician with respect to follow-up care and treatment. This device is used for treatment, not diagnosis. Without serial number unable to provide d4. Expiration date & h4. Without catalog number unable to provide g5. Section d7: device still implanted. No revision.